Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, there was an open along the brown (-5v) wire inside the trunk cable. The cause of the test failure is the open wire. The root cause for the open wire was excessive force on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.